Event description:
The customer reported that there was no live image displayed on the left monitor. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system, but has not corrected the problem. No conclusion can be drawn as repair information is not available.